Event description:
It was reported the patient had their leads replaced. The reporter stated that the lead broke about one or two years after the implantable neurostimulator (ins) was first implanted. It was noted the patient had minimal issues and was still feeling stimulation at the time of this report. The reporter stated that every once in a while they had to manipulate their neck to get a connection. It was noted that this had been happening for the past seven years. It was further noted that the patient confirmed the ins was still running. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. The patient also noted that appointment dates were ¿ongoing¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3586, serial# (B)(4), implanted: 1993-(B)(6), product type lead product ID 3586, serial# (B)(4), implanted: 1990-(B)(6), explanted: 1993-(B)(6), product type lead product ID 7496, serial# (B)(4), implanted: 1990-(B)(6), product type extension. (B)(4).